Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 13-oct-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stimulation. It was reported that the patient messaged the rep that they had a lead fragment that was left in their body. The rep said they had not been able to speak to the patient specifically about the fragment yet, so they were uncertain if the fragment was actually present. The rep reported that they spoke to the patient and the fragment had remained from a replacement surgery in 2020. Additional information was received from a healthcare provider (hcp) on 2026-jan-22. The hcp reported that the patient had a broken lead fragment left implanted from their previous system.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the lead breaking and the fragment remaining inside the patient was not determined. The most likely cause of this issue was the removal of the previous device. The fragment was likely left behind due to the lead breaking. The rep talked with the patient on 2026-jan-15 and discussed the need to have the fragment analyzed by her physician before she could have an MRI. The issue had not been resolved and no further action will be taken. There was no patient harm or symptoms related to the lead being left inside the patient's body. There will be no additional surgery or procedure done to remove the component in the future.

Manufacturer narrative:
Continuation of d10: product ID 3889-28. Lot# va03u6x. Implanted: (B)(6) 2013. Explanted: (B)(6) 2020. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.